Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch down and up cables frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cables could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, a cable was frayed at the wrist joint of the prograsp forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.